Event description:
Boston scientific has become aware of the following event: this product was used for post-ivus. After implanting the cypher stent, this product was difficult to cross the lesion. It was catching on the stent. After crossing the stent, no image appeared. Procedure was completed with a new one. The blood vessel was very tortuous.

Manufacturer narrative:
The device in question was not returned to boston scientific and lot number is unk for the further investigation as it was disposed at the user facility. Therefore, boston scientific can not conclusively determine the cause of this event.